Manufacturer narrative:
The lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
After the implantation of a zcb00v 25.5 diopter intraocular lens (iol); it was reported that a patient has experience a non-bacterial endophthalmitis of the descemet''s membrane with visual disturbance at 1 week to 1 month after the physician had stopped prescribing steroids. The physician then re-prescribed steroids and the symptom reoccurred after the physician had stopped administering the medicine. This report will capture the lens implanted in the patient's left eye. A separate MDR report will be filed for the lens implanted in the right eye. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. Review of the sterilization records confirmed there were no deviations. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.